Manufacturer narrative:
This report is submitted on may 5, 2021.

Manufacturer narrative:
This report is submitted on february 26, 2021.

Event description:
Per the surgeon, the initial implant was incorrectly placed. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.